Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for inflation difficulty was unable to be confirmed as no device or imagery was provided for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. It should be noted that this was an off-label operation for thv implanted in the tricuspid position. As reported, ''commander balloon did not fill as expected. The distal balloon filled but we did not see the proximal balloon fill as timely as expected (approx 18 seconds), after that, and may have slightly pushed valve proximal on balloon during inflation.'' Per additional information from the fcs, there was ''possibly'' valve alignment difficulties, ''the implanters started valve alignment with s3 inside of distal end of esheath. They met more resistance when turning the fine adjustment wheel to bring the commander balloon into flex catheter than usual. We quickly moved the valve and commander balloon out of esheath to complete valve alignment. The physician felt like she didn't turn the fine adjustment wheel ''that much'' but I could not tell you how many turns. The commander balloon was pulled into the s3 a few millimeters I would say before we moved it out of sheath.'' Additionally, the device was torqued about a quarter half turn during the procedure.'' Asymmetrical or slow inflation can potentially be caused by any of the following: valve not positioned correctly, between the valve alignment markers, flex tip not retracted to the triple marker, which can obstruct the balloon from inflating fully, mishandling of the delivery system, such as bending or torquing at the handle, which can temporarily obstruct the fluid path of the balloon catheter, and bending at the distal tip/end of the system, potentially due to patient anatomical factors (challenging anatomy). In this case, it is possible that the valve alignment difficulties contributed to the valve being under-aligned on the balloon (positioned too proximally). If the valve was positioned too proximally, it could have led to asymmetrical inflation, with the distal portion of the balloon inflating first or faster than the proximal end. This may have caused the valve to shift more proximally toward right atrium direction. Additionally, torquing the device could temporarily impede the fluid pathway, resulting in slower inflation. However, no device or imagery was provided for evaluation. Therefore, due to the limited information available, a definitive root cause cannot be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
This is one of two reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a ttvr procedure with a 29mm sapien 3 ultra resilia valve in a preexisting edwards surgical valve, the commander balloon did not fill as expected. The distal balloon filled but we did not see the proximal balloon fill as timely as expected (approx 18 seconds), after that, and may have slightly pushed valve proximal on balloon during inflation. We were still able to deploy, but the thv landed canted. They post-dilated the 29mm s3ur after deployment using the same commander balloon at +5 ccs prep which the implanters felt helped. The device was torqued about a quarter half turn during the procedure. There was no resistance during delivery system insertion through the sheath. There was no damage to the commander or sheath observed before or after removal. Per additional information from the fcs, regarding alignment issues "possibly (we remembered this after talking through it a few times). The implanters started valve alignment with s3 inside of distal end of esheath. They met more resistance when turning the fine adjustment wheel to bring the commander balloon into flex catheter than usual. We quickly moved the valve and commander balloon out of esheath to complete valve alignment. The physician felt like she didn't turn the fine adjustment wheel "that much" but I could not tell you how many turns. The commander balloon was pulled into the s3 a few millimeters I would say before we moved it out of sheath."